Manufacturer narrative:
Additional information was received that the reason for ipg replacement was difficulty charging the battery. No device malfunction was suspected. The patient was doing fine postoperatively. The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.